Manufacturer narrative:
G3 - date received by mfg: this aware date should be corrected to 11 jul 2024. The statement regarding the similar device was missing the similar device material number. D4, g4: model number is not sold in the us but similar device is sold under model 42584-05. This product was used for the di and 501k.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would led to the reported complaint.

Event description:
An event involving a transducer, 60 inch (152 cm), 3 ml/hr, microdrip experienced inaccurate readings. The following issue was reported by the customer: ¿ an arterial catheter was placed using the kit for measuring the pressure. It was observed that it indicated 45 systole ( which does not match the patient's clinical condition ). It was afterwards observed that it could not be possible to zero the calibration. The catheter worked normally during sampling. Actions taken: a blood pressure measurement with cuff showed a difference of 4 points in the pressure. The team performed a module and cable change, which was ineffective. Finally, the team changed completely the measurement kit, after the change the kit was functional. There were no serious consequences for the patient, however, the patient appeared hypotensive when she was actually normotensive, resulting in a loss of time. ".

Manufacturer narrative:
B3 the date of event is unknown. 1 jul 2024 has been used as a place holder. D4, g4: model number is not sold in the us but similar device is sold under model xxx. This product was used for the di and 501k.